Event description:
New information notes that the implantable cardioverter defibrillator was suspected of oxidation in the header and was explanted and replaced on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited high pacing impedance episodes. No intervention was performed. Patient was stable.